Event description:
It was reported that the patient experienced a hematoma at the groin site following implant. No action was taken to resolve the hematoma. The patient is a participant of the product surveillance registry study. No further patient complications have been reported as a result of this event.